Manufacturer narrative:
Unable to confirm due to no usb communications.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer woke up with elevated blood glucose (bg) levels of 317 mg/dl. Elevated bgs were treated with a 14 unit manual injection, and the issue resolved.